Event description:
In 2008, the sales rep reported that during a cervical revision surgery a three level plate came out in two pieces. Add'l info rec'd on 27 feb 2008 via telephone, the sales rep reported that in 2007 the pt was implanted with an antcer sys. During a three mo post-op visit, it was noticed on x-ray that both caudal screw were backing out. When the surgeon did the revision surgery and explanted the two caudal screw, the plate disassociated at that time. Add'l info obtained via trip report to physician with the prod mgr on 28 feb 2008, analysis of the peri-operative films revealed that the rachet on the caudal end of the plate was not engaged to the base slider plate. There was approx 1-2mm gap between the mating pieces of the ratchet. Ant-cer plate and disassociated and damaged upon implantation. The screws seemed to be locked but subsequent f/u x-ray revealed the caudal screws were 2-3mm proud of the anterior surface of the plate. The sales rep reported that when the plate was removed it was in one piece but when it was placed on the back table the caudal slider plate fell off.

Manufacturer narrative:
Investigation pending.